Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis, observed on a patient's left eye at one day post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Upon additional follow up, reporter indicated the diffuse lamellar keratitis was resolved; however, epithelial ingrowth was observed at three weeks post operative follow up. Reporter indicated topical steroid eye drop dosage was prescribed for treatment. Additional information has been requested.